Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump has been alarming with motor errors and no deliveries. The patient's blood glucose at the time of incident was 12.4 mmol/l. Troubleshooting was declined for either issues; the customer was advised that the motor errors may actually be an issue with the pump's motor, but the costumer was frustrated and insisted on only reporting the issue and mentioned the wasted money spent on infusion sets. The customer was advised to call when issues occur in order to troubleshoot the products and potentially replace the necessary items; the customer understood and agreed. No further assistance was required at the time. No products were returned and five replacement infusion sets were shipped to the customer.